Event description:
It was reported that during a routine device change out, an insulation failure was noted on the chronic left ventricular lead. It appeared to have an insulation failure just outside of the device header. An adapter was placed over the lead to cover the insulation breach and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.